Event description:
Surgical nurse report system was removed due to infection. The devices were explanted, but not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.